Event description:
During an arthroscopic shoulder procedure the ceramic ring detached from the device while in use in the shoulder. The ceramic ring was flushed from the shoulder using the irrigation fluid. The user reported no delay in the procedure.